Manufacturer narrative:
It was reported the device was explanted due to an infection at the incision site. This report is submitted on july 20, 2021.

Manufacturer narrative:
This report is submitted on june 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.